Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, lot# va14hw8, product type: lead.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was an issue that occurred intra-op. There was lead positioning difficulty. They were placing a new lead on a patient. The doctor adjusted the lead and removed the introducer sheath. At that time they noticed blood and attempted to wipe it off. The blood would not come off and they determined that the blood was in the lumen of the lead. They removed the lead and placed a new lead without issue. There was damage discovered during the procedure and there was no indication that the damage was caused by the surgeon or the implant process. There was an out of box issue. This occurred on the day of the report on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via the representative reported the patient was doing great.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.